Manufacturer narrative:
The visual inspection shows no abnormalities on the sealing area at the opened foil in crumpled condition. Additionally the plug and the onlay patch show no defects. The cause of the described event could not be determined based on opened foil condition.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. You reported that the package was not sealed well, was the entire seal intact? Was the primary or secondary package not sealed well? Did the package not being sealed well compromise the sterility of the product? Was the outer case that the package arrived in damaged? Do you have any photos of the damage package? Was any other portion of the package damaged other than the seal? If so, what portion was damaged?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, it was noted that the package was not sealed well. The mesh was not used on the patient. Another like mesh was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information as requested and the following was received: you reported that the package was not sealed well, was the entire seal intact? Yes. Was the primary or secondary package not sealed well? Secondary package. Did the package not being sealed well compromise the sterility of the product? Unknown. Was the outer case that the package arrived in damaged? No. Do you have any photos of the damage package? The sales rep. Feeds back that customer didn't take picture. Was any other portion of the package damaged other than the seal? If so, what portion was damaged? No.